Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported experiencing hypoglycemia with a blood glucose reading of 40 mg/dl, along with symptoms of chest discomfort (patient believed it may be related to indigestion), fatigue, and generally not feeling well. The patient consumed carbohydrates to address the low glucose. The patient noted that the ilet device was charging and not connected to the cgm for a period of time. Upon reconnection, the cgm displayed ¿low.¿ additional carbohydrates were consumed, and blood glucose gradually increased. Later the same day, the patient reported improvement.